Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that while using the system, the unit shut down twice. The site had to reboot the system each time to continue with surgery. The representative was at the site to troubleshoot on (B)(6) 2024. The battery service error was displayed upon boot up. The site reported system was plugged into wall power during issue occurrence, and multiple outlets were attempted with no effect. The camera cart was not in use at the time of the issue occurrence. The camera cart had been in storage unused for some time. The camera cart was connected them both, and both carts show 100% battery power remaining when connected to wall power. The system was removed from wall power and the camera cart plateaued at 50% after 3 minutes. The main cart plateaued at 70% after 3 minutes. The representative does not believe the site stored the system plugged in and charging.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc battery 9735771 24v s8 svc ups 9735787 main cart s8 svc battery 9735773 48v s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The batteries and uninterruptible power supply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the components that were replaced were not returned for analysis. B17, c20, d15 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-a4) patient information was unknown/unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h2-3) software analysis was performed and did not confirm the reported issue. The logs did not capture any segfault, core file, database corruption, graphics processing unit (gpu) crash or any other abnormalities. The logs captured the multiple warning and error related to the uninterruptable power supply (ups). As per the info available in salesforce for hardware analysis of the ups which was done on 6/19/2024 that "[ ups was tested with a known good battery for a 24hr period. The ups did fail the 24hr test when alternating current (ac) power was disconnected the red err light emitting diode (led) flashed and then unit powered down immediately. - damaged electronics / interconnect failure;]" the issue was with the system's hardware(ups) and there was no indication that a software anomaly contributed to the reported behavior. Non-sw issue per case comments. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot #: 1951, product ID: 9735787, lot #: s20030044, product ID: 9735771, lot #: 1950. H2-3) the battery (product ID: 9735773) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the uninterruptable power supply (ups) (product ID: 9735787) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the ups had electrical failure. Codes: b01, c02, d02 h2-3) the battery (product ID: 9735771) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.